Event description:
The ambulance crew attempted to administer a defibrillator shock using standard external paddles to a pt diagnosed in cardiac arrest (no other pt details reported). The device allegedly failed to deliver energy to the pt. After device power was cycled, shocks were delivered to the pt. The pt's outcome was not reported.